Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted. Device evaluated by MFR: upon receipt at our post market quality assurance laboratory, visual inspection of the device revealed the wire returned inside the delivery sheath and the filter bag came back in deployed state. The retrieval sheath was returned. It is possible to observed that the wire was exposed through the delivery sheath. Sheathing/unsheathing could not be performed, since the wire was exposed through the delivery sheath. No other issues were identified during the product analysis.

Event description:
It was reported that device fracture occurred. A 190 cm filterwire ez was selected for use. However, when trying to cover the carotid filter, it presented resistance and was partially covered. Consequently. The device fractured when attempting to adjust it. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that device fracture occurred. A 190 cm filterwire ez was selected for use. However, when trying to cover the carotid filter, it presented resistance and was partially covered. Consequently. The device fractured when attempting to adjust it. There were no patient complications reported as a result of this event.